Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a bent 10 foot 25 conductor molded umbilical cable assembly. "This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event." No additional information is available.

Manufacturer narrative:
(B)(4). This is a class ii 510(k) exempt device with the additional 510(k) of k961008. The device has been received by baxter, and the condition was confirmed. (B)(4). The cause was determined to be a bent umbilical cable. To correct the condition, the umbilical cable was replaced. If any additional information is received, a follow up MDR will be sent.